Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, when the lead was positioned it was not stable, and it slowly worked its way back to the very basal portion of the vein, where it was felt that the lead could easily dislodge. The lead was not used and was replaced. No patient complications have been reported as a result of this event.